Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire kinked during insertion could not be confirmed. Returned by the customer was one marked guide wire with partially opened j-tip, ars/introducer assembly with no evidence of use. A visual inspection of the guide wire was performed, no kinks or bends noted. A manual tug test confirmed that both welds remain intact. The wire measured 685 mm in length and the outside diameter (od) measured .800 mm. The returned guide wire was within specification for length and od per guide wire graphic (length: 679- 687 mm and od: 0.788- 0.826 mm). Microscopic examination of the guide wire did not reveal any defects. A functional test was performed in an attempt to verify the complaint using the returned guide wire and the ars and needle. The guide wire was inserted into the ars and needle four times each at a different orientation by rotating the syringe 1/4 turns at each insertion and with the plunger in and out. The guide wire passed through each time and no resistance was met. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history records review was performed with no evidence to suggest a manufacturing related issue. No problem was found with the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the micu, the physician tested the guide wire prior to insertion. When he tested the guide wire, the wire kinked. As a result, new a kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.